Event description:
It was reported that stent partial deployment and break occurred requiring additional intervention. The approximately 20-30% stenosed target lesion was located in a non-tortuous and mildly calcified vessel via contralateral approach. A 6x150,130cm eluvia was selected for use. During the procedure, the stent was successfully advanced over a .014 wire and 80-90% of the stent was deployed inside a previously placed 6x150 eluvia stent. During the end of deployment, the physician pined and pulled the blue plunger and the last part of the stent remained inside the eluvia deployment shaft. The handle was then split in two and the physician tried to pin the gold wire of the device and pull the silver part, and it would still not deploy. The physician then pulled the stent back into the sheath, which ended up stretching approximately 50-100mm of the eluvia stent. The stent broke and most of the stent was inside the sheath. The remaining 120mm of the stent was deployed inside the patient. A rubicon was placed, and the wire was able to be exchanged for a .035 wire. The sheath was then removed, and a new sheath was placed. A 6x200 charger balloon was used to predilate the entire superficial femoral artery (sfa). Another 6x150 eluvia was placed and deployed appropriately. There were no patient complications as a result of this event.